Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 05/30/2025, the patient¿s spouse called 911 after observing a discrepancy between the patient¿s bg readings. A fingerstick bg reading showed 40 mg/dl, while the cgm app displayed a significantly higher value of 181 mg/dl. Emergency medical services (ems) arrived and administered an intravenous (IV) injection. The patient was then transported to the emergency department (ed) for further evaluation and care. The patient was discharged approximately five hours later. At the time of this report, the patient was reported to be doing well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.